Event description:
It was reported that a patient underwent a surgical procedure for the treatment of stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008, and a sling and the boston scientific polyform synthetic mesh were implanted. The patient experienced extreme pain, erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that a patient underwent a gynecological surgical procedure for the treatment of stress urinary incontinence on (B)(6) 2008, and a sling and the boston scientific polyform synthetic mesh were implanted. The patient experienced extreme pain, erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures. The patient had multiple procedures to remove the mesh by the implanting physician, and one surgery in (B)(6) 2010 by a different physician.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with an iliococcygeal suspension and posterior colporrhaphy. It was reported that the patient underwent evacuation of vaginal hematoma on (B)(6) 2008 due to vaginal hematoma. It was also reported that the patient underwent revision of vaginal mesh on (B)(6) 2008 due to vaginal mesh exposure, revision of vaginal mesh on (B)(6) 2010 due to vaginal mesh erosion, and excision of vaginal mesh erosion on (B)(6) 2010 due to vaginal mesh erosion. No additional information was provided. (B)(4).